Event description:
During service of product unit was found to motor stall, with audible low pressure alarm, due to stator being out of specification. Replaced stator. Also, during service of product unit was found to not cycle, with ac led only and constant single tone alarm, due to transistor q3 on the motor board being out of specification. Replaced q3.